Event description:
It was reported that the surgeon inserted a (B)(4) three piece collamer lens and noted a haptic was torn after the lens was inserted. The lens was removed without enlarging the incision and there was no patient injury.

Manufacturer narrative:
Evaluation - visual inspection of the returned product showed the lens was returned in liquid and half of a haptic was missing. (B)(4)

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation: conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).